Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a nurse who contacted the company and reported adverse events, with additional information from the initial reporter, concerns a (B)(6) female patient of unknown ethnicity. Medical history was not provided. Concomitant medications included insulin glargine, cyclizine, folic acid, gabapentin, alginic acid/aluminium hydroxide gel dried/magnesium trisilicate/sodium alginate/ sodium bicarbonate, methotrexate, fentanyl, and paracetamol. Suspect products included insulin lispro (humalog; cartridge) via humapen luxura (unknown body type) reusable device, starting in approximately 2001 for the treatment of diabetes. Dose regimen was not provided. On (B)(6) 2014 (time to onset approximately 13 years) the patient experienced difficulties with the humapen luxura device; the dose knob was not going down as well so the patient was not getting her full dose (associated product complaint number (B)(4)/lot not provided). The patients sugars have gone up as well, they are in the 20s (no units or reference range reported). The increased blood sugar was considered serious by the reporter for medical significance. No additional information was provided and no treatment measures were indicated. It was unknown if insulin lispro was continued. No event outcomes were reported. The reporting nurse considered the events to be related to insulin lispro. The case included a suspect humapen luxura (unknown body type) reusable device. The patient was the operator of the device. Training status, and general/suspect device duration of use was not provided. The return of the device was not expected as it was discarded. Additional information received (B)(6) 2014 processed with initial report. Update (B)(6) 2014: upon review of this case on (B)(6) 2014, the case was opened to update the medwatch fields. Update (B)(6) 2014: additional information received on (B)(6) 2014 from the global product complaint database updated the device to a humapen luxura (unknown body type); updated the EU/ca fields; and updated the narrative. Update (B)(6) 2014: additional information received on (B)(6) 2014 from the global product complaint database added the device specific safety summary; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2014. No further follow up is planned. Evaluation summary a nurse reported on behalf of her female patient that the dose knob on the patient's humapen luxura device was "not going down as well so the patient was not getting her full dose". The patient experienced increased blood sugar levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.